Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of infection. The patient was found to have methicillin-sensitive staphylococcus aureus (mssa) bacteremia and surgical site/pump pocket infection on (B)(6) 2024. On (B)(6) 2024, the patient had a "port-a-cath" removed due to positive blood cultures of staphylococcus epidermidis. Then on (B)(6) 2024, the patient underwent incision and drainage for a flap/graft reconstruction with a vertical rectus abdominus musculocutaneous flap to the chest.